Event description:
It was reported that the pump exhibited error code 1260. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a contaminated downstream sensor and upstream sensor seal. Review of the event history log (ehl) was not performed due to error code 1260. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor unit board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.